Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that while using the lcsb5 blade, the surgeon encountered a blade stall (solid tone). The blade was retightened and the test tip was used to check the handpiece for problems, but when the problem persisted, he opened a second blade and had the same results. A 3rd blade was used to complete the case. There was no consequences to the pt.